Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the foreign material remained in the device because reprocessing could not be conducted properly due to the leak from the bending section cover. It was further noted that the foreign material could not be identified. This event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process the suction cylinder has no color, the switch box had a scratch, the air/water cylinder had foreign objects, the bending section cover had a pinhole which caused water tightness loss, the air/water tube had foreign objects, the plastic distal end cover had a chip, and the connecting tube had buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, flex video scope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that white foreign material was present. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.